Event description:
It was reported that during engineering evaluation, it was observed that the attachment failed the temperature specification. This event was not related to any surgical procedure. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device failed the temperature specification. Therefore, the reported condition was confirmed. The assignable roto cause was determined to be due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.